Manufacturer narrative:
During analysis of the pump the pump memory logs were gathered and no anomalies were present. Septum testing was performed and no damage or leaking was found. Dispense and infusion accuracy testing was also performed and the pump passed testing.

Event description:
It was further reported that the device system delivered dilaudid, clonidine and bupivacaine but the bupivacaine was at 15 mg (unclear if this was at the time of the event or currently). The patient was also taking dilaudid 4 mg four times daily as needed and baclofen 10 mg three times daily as needed. The patient did have a history of diabetes mellitus and hypertension. The patient symptoms were reported as ¿narcotized, arousable.¿ the patient was ¿fine¿ and perhaps anxious during refills.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) did a refill on the day of the report. About 45 minutes later, the patient became diaphoretic and ¿didn¿t feel good¿. The hcp questioned if the septum could leak after repeated needle sticks. It was later reported that filling/aspiration difficulties, specified as a possible partial pocket fill, occurred. The pump was replaced. The patient experienced overdose symptoms. The patient status was reported as¿alive-no injury¿. The device system was used to deliver dilaudid 6mg/ml at 5.5mg/day, clonidine 100mcg/ml at 91.71mcg/day and bupivicaine 10mg/ml at 9.171mg/day. It was later reported that the patient recovered without sequela. The replacement was a prophylactic removal to avoid in-vivo battery depletion. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.